Event description:
It was reported the pt's ipg was unable to communicate with external devices and the pt lost stimulation. A replacement charging system was unable to resolve the issue. Follow-up identified the pt reported he lost stimulation approximately 1.5 months ago and he noted his ipg would no longer communicate. He reported he had charged the ipg regularly. Surgical intervention will likely be undertaken to address the issue.

Manufacturer narrative:
A 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.